Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
Primary mako total knee. Usual post op x-ray post total knee replacement (B)(6) 2023 showed normal appearance with intact patella construct. Patient attended post op clinic (B)(6) 2023 presenting with soreness and reduced range of motion. No trauma. 2nd x-ray done. Showed a fracture around the in situ tritanium patella. Revision patella surgery required.(B)(6) 2023. Tritanium patella removed. Native patella fixed with 3 x compression screws. Cemented patella implanted. 27 x 8 mm symmetric patella.